Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported that the tape snapped. Provide the following: when did the tape snap, intra-op (during use on patient), pre-op, post-op? When you say the tape snapped do you actually mean the mesh or another part of the device, please elaborate? What actually occurred with the mesh, what do you mean by snapped for example did the mesh tear during implanting again please elaborate? The event implicates one device yet three are reported and three are returning. Explain how many devices actually presented with a difficulty? Is the customer attempting to return unused product, that was not opened? Lot number of all devices involved in the event? What was the name of the procedure? How was the procedure completed? Confirm no patient consequences.

Event description:
It was reported that the patient underwent an unknown procedure and the mesh was used. It was also reported that the mesh snapped. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4) received for evaluation gynecare tvt unk device. The device received was manipulated. Mesh of the gynecare tvt device was damaged and stretched. Organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description (damaged mesh). The defect identified is not linked to a manufacturing issue.